Manufacturer narrative:
The moog blower assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the blower assembly revealed no evidence of damage or contamination. The blower assembly was tested with the 3rd generation power supply (s/n (B)(4)) and the esprit v850e cpu pcba (s/n (B)(4)) installed into the fi test ventilator to verify & test its functional integrity. The test ventilator was found to not boot up from ac and deliver breaths, generated diagnostic code 1012, and the blower assembly did not start spinning at start-up. Following this, the blower assembly motor winding resistance & hall effect sensor was tested. It was determined that the hall sensor¿s hb & hc outputs are not toggling when the motor shaft is turned manually indicating that the hall effect sensors hb & hc are not functioning. The blower assembly test failed, bad hall effect sensors hb & hc generated the blower not to function. Fault was found on this returned blower assembly.

Event description:
The customer reported a ventilator that was vent inop as evidenced by diagnostic codes 1012 (air valve liftoff failure) and 4010 (air valve stuck closed). No patient involvement.